Manufacturer narrative:
Additional information was received that there was nothing ticking out on the patient¿s back and there was no actual skin breakage. It was noted that the patient felt that the ipg was getting hot during charging. No intervention was provided as the patient was just given time to heal and was re-educated with proper charging techniques. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was also noted that the patient had loss weight and felt like something was poking out of the ipg site. The patient was reprogrammed and there will be no further course of action needed.

Event description:
A report was received that the patient was experiencing discomfort while charging the ipg. It was also noted that the patient had loss weight and felt like something was poking out of the ipg site. The patient was reprogrammed and there will be no further course of action needed.